Event description:
Trocar cracked with normal use with 15 mm endocatch. Dr. And scrub tech noticed a crack in the trocar after retrieving a specimen using a 15mm endocatch (normal use). The trocar was then sequestered and given to circulator who got it to or nursing manager.